Manufacturer narrative:
See new info in pt section.

Event description:
The site reported that the enb diagnosis of non-small cell lung ca with metastases to the mediastinal lymph nodes was a contributing factor to the patient event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient had an superdimension procedure on (B)(6) 2016. Sometime after the procedure the patient was found to be hepatic encephalopathic and went under hospice care. The patient subsequently died on (B)(6) 2016. The physician indicated that the death was not related to the enb device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per physician review the patient had hypoxia which led to respiratory failure not related to the enb device but related to the bronchoscopy procedure, anesthesia or a combination of both. (See MDR #3004962788-2016-00105 for hypoxia event.) If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Per physician review the patient had hypoxia which led to respiratory failure not related to the enb device but related to the bronchoscopy procedure, anesthesia or a combination of both. (See MDR #3004962788-2016-00105 for hypoxia event.) If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Please see additional information in b5.